Event description:
Circuit failures with circuit 260161. The alarm that we receive indicates that the circuit and heater are not connected correctly. We have tried to make manual adjustments to assure that it is seeded on the heater correctly and perform a hard reset with the heater. Nothing seems to resolve that issue. However, when we have replaced the circuit completely it seems to resolve the issue. It makes me believe that some of these circuits might have a quality issue at times.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device(s) failed to meet its specifications at the time of the event. The root cause was identified as a tolerance problem that left the tubing of the device breathing circuit out of position and therefore, the tube detection by the device became unreliable and resulted in tube disconnection alarms. After scrapping and replacing the parts (device breathing circuits) as correction, the units were working as required. An improvement in the production process was initiated to consistently solve the technical problem. There was no patient or user harm.